Event description:
This case occured in the USA. According to the information received on 14-oct-2021, a patient was injected either on (B)(6) 2021 or (B)(6) 2021 with a teosyal rha 2 product (unknown batch number), 0.7 cc, into the oral commissures and a little bit in the marionette area. On an unknown exact date in (B)(6) 2021, almost immediately after the injection, the patient experienced two red blisters on the corners of her mouth and oral commissures. As reported, it blanched and turned into a white colour, and got a red mottled appearance in the marionette lines on the left side. The injector diagnosed a vascular occlusion. As corrective treatment, the patient received two injections of hyaluronidase and the events improved significantly. No further information was provided.

Event description:
This case occured in the USA. According to the information received on 14-oct-2021, a patient was injected either on (B)(6) 2021 or (B)(6) 2021 with a teosyal rha 2 product, 0.7 cc, into the oral commissures and a little bit in the marionette area. On an unknown exact date in (B)(6) 2021, almost immediately after the injection, the patient experienced two red blisters on the corners of her mouth and oral commissures. As reported, it blanched and turned into a white colour, and got a red mottled appearance in the marionette lines on the left side. The injector diagnosed a vascular occlusion. As corrective treatment, the patient received two injections of hyaluronidase and the events improved significantly. Despite several follow ups, no further information regarding the evolution of those events was provided.